Manufacturer narrative:
Follow-up #1 date of submission 05/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the black box data showed an auto off alarm on 2016-(B)(4) at 09:29; deliveries never resumed. On 2016-(B)(4) at 20:26 a loss of prime related to a cartridge change was recorded; deliveries resumed at 20:53. On 2016-(B)(4) at 02:18 a manual time change was made to 03:19. On 2016-(B)(4) at 20:15 a loss of prime related to a cartridge change was recorded; deliveries resumed at 20:48. During testing, the pump was exercised for 24 hours on a 1 unit/hour basal rate; at the of end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No alarms, errors, or warnings occurred during testing. The complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal delivery totals did not match the active basal program totals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.